Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited increased shock impedance measurements from the 77-92 ohms range at implant, to the 120-150 ohms range beginning approximately four months post implant. Measurements remained within the 120-150 ohms range ever since. Additional information was received shock impedance measurements continued to increase to the 200-216 ohms range. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. This report will be updated upon return and completion of analysis. Additional information was received that the root cause of the high shock impedance measurements was felt to be due to fat between the electrode coil and the sternum. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited increased shock impedance measurements from the 77-92 ohms range at implant, to the 120-150 ohms range beginning approximately four months post implant. Measurements remained within the 120-150 ohms range ever since. Additional information was received shock impedance measurements continued to increase to the 200-216 ohms range. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited increased shock impedance measurements from the 77-92 ohms range at implant, to the 120-150 ohms range beginning approximately four months post implant. Measurements remained within the 120-150 ohms range ever since. Additional information was received shock impedance measurements continued to increase to the 200-216 ohms range. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. This report will be updated upon return and completion of analysis. Additional information was received that the root cause of the high shock impedance measurements was felt to be due to fat between the electrode coil and the sternum. The product has been received for analysis. This report will be updated upon completion of analysis.